Manufacturer narrative:
H4: the lot was manufactured in may 2022. The actual sample was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the leak could not be identified. Meanwhile, retention samples were visually inspected and there were no obvious issues or damage detected. The samples were conforming products. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol sol. Admin. Set leaked. The issue was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.